Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor. Customer blood glucose reading was 150 mg/dl. Troubleshoot was performed. Customer stated insulin squirted out during priming but the customer was disconnected during priming. Customer stated the insulin pump was not damaged. Customer stated the drive support was normal. The insulin pump will be returning for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during prime test due to loose/protruded drive support disk. Pump received with cracked case at the display window corner, missing drive support sticker and cracked battery tube threads.